Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed, and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The shaft's temperature is 6.8°c which points to insufficient thermal insulation of the needle; however the ice ball size is within the specification and was not compromised due to thermal insulation loss. Needle disassembly did not find any visible soldering gaps or voids, corrosive signs or soldering flux residual. The needle passed all electrical testing. Based on the investigation results, the root cause was determined to be insufficient vacuum insulation of the needle; however no relationship was found between the needle manufacturing process and the vacuum loss phenomena. The treatment was completed with no injury to the patient. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.

Event description:
This is a follow up #1 to report investigation findings of the returned needle. As reported in the initial: it was reported that 3 iceforce needles were used for a renal cryoablation case. During the first freeze cycle, all three needles developed frost along the shafts within a few minutes. The patient's skin was protected with warm water in a sterile glove. The patient also experienced muscle twitching when the needles were freezing and when active thaw was initiated. The procedure details are as follows: freeze - 10 min - frost on all 3 needle shafts and patient twitching. Thaw - 8 min - used passive thaw, no patient twitching. Freeze - 7:30 min - frost on all 3 needle shafts and patient twitching. Time cut at physicians request due to twitching, margins of ice ball sufficient for tumor coverage. Thaw - 45 sec of fastthaw, patient began twitching. Switched to passive thaw for 8 min. Attempted to track ablate all 3 needles: needle in channel 1, lot: a6974-017 - "warmed-up" for 2 min and never kicked into cautery/track ablation. Needles in channels 2 & 3 track ablated properly for one round at 30 seconds. After needles were removed, a post scan was performed and what appeared to be gas of some sort or some hypodense aberration, had traced along one of the needle's track. Patient's vitals were normal and he woke up from anesthesia with no issues. Needles will be returned. This MDR is associated with the second of three needle's that developed frost on the shaft.

Event description:
It was reported that 3 iceforce needles were used for a renal cryoablation case. During the first freeze cycle, all three needles developed frost along the shafts within a few minutes. The patient's skin was protected with warm water in a sterile glove. The patient also experienced muscle twitching when the needles were freezing and when active thaw was initiated. The procedure details are as follows: freeze - 10 min - frost on all 3 needle shafts and patient twitching, thaw - 8 min - used passive thaw, no patient twitching, freeze - 7:30 min - frost on all 3 needle shafts and patient twitching. Time cut at physicians request due to twitching, margins of ice ball sufficient for tumor coverage, thaw - 45 sec of fastthaw, patient began twitching. Switched to passive thaw for 8 min, attempted to track ablate all 3 needles: needle in channel 1, lot: a6974-017 - "warmed-up" for 2 min and never kicked into cautery/track ablation. Needles in channels 2 & 3 track ablated properly for one round at 30 seconds. After needles were removed, a post scan was performed and what appeared to be gas of some sort or some hypodense aberration, had traced along one of the needle's track. Patient's vitals were normal and he woke up from anesthesia with no issues. Needles will be returned. This MDR is associated with the second of three needle's that developed frost on the shaft.